Event description:
In 2007 I had a bladder sling implanted. Shortly after I healed from the surgery, I noticed mesh eroding through my vaginal wall. It made intercourse painful and caused bleeding. In 2008 I had corrective surgery to remove the piece of mesh that was exposed in my vaginal wall. Starting in (B)(6) of 2014, I have had bleeding through my urethra when I do strenuous work. The situation continues to worsen.